Manufacturer narrative:
Approximate age of device- 5 years and 6 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that there was a tear on the percutaneous lead (driveline) and rescue tape was applied. There were no alarms for the event and the patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and did not find any unusual events. The device was working as expected. No additional information was provided.

Manufacturer narrative:
The report of percutaneous lead outer jacket damage cannot be confirmed. The heartmate ii lvas patient handbook contains information on ¿caring for the percutaneous lead.¿ the heartmate ii lvas IFU discusses damage due to wear and fatigue of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.